Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed functional and bench testing with no anomalies observed. It was also noted that the liquid crystal display (lcd) was out of specification with segments missing, the keyboard pad was cosmetically damaged, and one side bail cover was broken.

Event description:
It was reported the external pulse generator would not cycle through boot-up. The unit freezes. The device was returned for service. No patient involvement or complications were reported.